Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-34026. Related manufacturer reference number: 2017865-2021-34028. It was reported a patient's implantable cardioverter-defibrillator, right ventricular lead, and atrial lead presented with an infection. The system was explanted in a procedure on (B)(6) 2021. Post-procedure the patient status was unknown.